Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed a kink and damage (open hole) at the lap joint area in the sheath assembly. Impedance testing shows a good unit wave form, however, it was unable to perform the image characterization test due to the returned device condition.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the image disappeared. The 90% stenosed target lesion was located in a moderately tortuous right coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), the image disappeared when inserting the catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a damage (open hole) at the lap joint area in the sheath assembly.